Event description:
On 1/9/91, a hill rom bed would not go into trendelenburg position when a rn pressed the trndelenburg switch. A popping sound was heard and then white smoke started emanating from both ends of the bed, necessitating removal of the patient onto the floor for safety. The smoke spontaneously abated on its own without causing physical harm to the patientinvalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-nov-91. Service provided by: unknown. Invalid data - service records availability. Imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.